Manufacturer narrative:
510(k) number: k142688. Imdrf annex g code: g04092 - needle. Complaint device was not returned therefore a document based review will be performed. Clarification was requested as follows; ¿can you please confirm tracking number for the return of the complaint device?" Reply was received as follows; ¿I have been to the hospital to remove the material, but they have had a covid outbreak, and they have had to disinfect everything . The needle has been discarded. Sorry, but the material will not be returned.¿ clarification was requested as follows; ¿was the needle broken? If it was, then what part was broken? What part of the device is meant by the ¿knob¿ (see photo below which may help)? From reading the complaint description am I correct in saying that when the user advanced the needle handle (outer handle in photo below), the needle did not advance out of the sheath or is this an incorrect understanding of the issue?¿ reply was received as follows; ¿was the needle broken? If it was, then what part was broken? Not. What part of the device is meant by the ¿knob¿ (see photo below which may help)? Outer handle. From reading the complaint description am I correct in saying that when the user advanced the needle handle (outer handle in photo below), the needle did not advance out of the sheath or is this an incorrect understanding of the issue? The needle advanced out of the sheath to insert the needle into the injury, but when the doctor tried to insert the needle inside the sheath, it wasn¿t possible because the outer handle didn¿t respond.¿ further clarification was requested as follows; ¿would you mind confirm if my understanding below is what happened? The doctor advanced the needle handle and the needle advanced out of the sheath. The needle was inserted into the lesion. However, when the doctor retracted the needle handle to position 0 the needle did not retract into the sheath.¿ reply was received as follows; ¿it¿s ok what you say.¿ prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-c of lot number c1773750 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1773750. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for (ifu0077-4). A definitive root cause could not be determined from the available information. It is possible that the needle may have kinked or broke at some point during the procedure due to being used in a tortuous position or the endoscope being in a flexed or twisted position. The possible kink or break on the device that was not visible to user for example within handle or under sheath extender. This in turn may have caused the needle retraction issue or the broken connection between the needle and handle as per the complaint description. Complaint is confirmed based on customers testimony. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The investigation was concluded the 19-mar-2021, this supplement report is being submitted to include the investigation conclusions within section h.

Manufacturer narrative:
510(k) number: k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Broken connection between the needle and the knobthe needle does not respond to the actions of the knob."as per complaint form": the needle does not respond to the actions of the knob. They had to remove the tube from the patient with the needle in bloca section of the device did not remain inside the patient¿s body. The patient did require any additional procedures due to this occurrence. Another endoscopic ultrasound with punctureaccording to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Are images of the device or procedure available? No. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? .n/a. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, . If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, . If the device is a procore needle, is the device damage located at the notch / core trap? ,noif no, please specify where the damage is located: _knob____________________. Was gaining access to the target site difficult? No. Was the device used in a tortuous position? Yes. Was puncture of the target site difficult? , no. Please describe the anatomical location of the intended target site (pancreas, .).. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc.. Please describe the size of the intended target site.. If not with the device in question, how was the procedure performed and/or finished? With other procore needle. Was the device damaged in packaging prior to removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device?no. Did the patient require any additional procedures as a result of this event? Yes. What intervention (if any) was required? Other puncture. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure, another day. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. If yes, please specify what was observed and where on the device it was observed.. What is the scope manufacturer and model number that was used?olympus. Was resistance felt while inserting the device through the scope? No. Was the scope recently serviced / repaired? , no. When was the issued with the product noted? On needle retraction?. Was the syringe used during the procedure, after the stylet was removed? N/a, . Was difficulty experienced while retracting the needle? Yes. Was it possible to fully retract the needle into the sheath before removing the device from the patient? No. Was the endoscope in a flexed or twisted position at any time during the procedure?,yes. Was the stylet partially removed when advancing the needle into the target site? N/a,. How many samples were obtained (passes completed) with this needle? . Did any section of the device detach inside the patient? Noif yes, please specify:. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?additional information received 03-feb-2021:¿ was the needle broken? If it was, then what part was broken? Not¿ what part of the device is meant by the ¿knob¿ (see photo below which may help)? Outer handle¿ from reading the complaint description am I correct in saying that when the user advanced the needle handle (outer handle in photo below), the needle did not advance out of the sheath or is this an incorrect understanding of the issue? The needle advanced out of the sheath to insert the needle into the injury, but when the doctor tried to insert the needle inside the sheath, it wasn¿t possible because the outer handle didn¿t respond.a section of the device did not remain inside the patient¿s body. The patient did require any additional procedures due to this occurrence. Another endoscopic ultrasound with punctureaccording to the initial reporter, the patient did not experience any adverse effects due to this occurrence